Event description:
Coiling treatment of a superior cerebellar artery (sca) aneurysm. It was reported that the coil could not be detached with the instant detacher or via the manual method (which is the alternative detachment method as provided in the IFU). The coil was removed from the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated but the evaluation could not determine the cause of the event. (B)(4).